Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen displayed black dots making the display difficult to see. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for insulin therapy.